Event description:
The patient was being fed using a pump. An unknown amount of enteral feeding solution was hung, and the pump was set to deliver 60ml/hr. The charge nurse reported the fluid was running in too fast. No details were provided. There was no illness, injury or medical intervention resulting from the event. One patient involved.